Event description:
When ventilating a pt at 20 cm of CPAP, the delivered oxygen percentage was not within co's stated specifications. The approximate scenario was simulated in a testing lab, and the measured oxygen percentage was 84%; the parameters set on the ventilator were: breathing rate = 3 breaths/minute, tidal volume = 500 ml, CPAP = 20 cm h2o, and the oxygen = 65%. The operator's manual specifies the oxygen percentage will be 65% + or - 10%; yet, the measured oxygen percentage was well beyond this specification.